Event description:
The device was returned due to overinfusion. Reportedly, it delivered 90cc in less than 30 mins. There was no pt involved. Additional information returned with the device indicates that a pt was placed on an IV pump in 2007 under the integrellin setting at 5.6cc and that the settings were checked by three people prior to the initiation of the IV infusion. When it alarmed later, the setting was noted to be 150 cc/hr.

Manufacturer narrative:
Upon product receipt, the operation log was run. The log showed several dose changes of norepinephrine in 2007, including a rate set at 150 when the device was powered on later in the day. When tested, the device met delivery specifications for 10ml at 999 ml/hr, 120 ml/hr, 38 ml/hr with 75mmhg and for 90 ml at 5.6 ml/hr.